Event description:
The customer reported the system exhibited an error and would not produce x-ray. There was no report of pt injury or death.

Manufacturer narrative:
The customer canceled the service call.